Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 patient underwent surgery of bilateral decompression laminectomy of posterior elements l3; bilateral radical discectomy l3-l4; local bone graft harvesting transforaminal lumbar interbody fusion and bilateral posterolateral fusion using interbody cage with rhbmp-2/acs and bone graft. (B)(6) 2007 patient presented for f/u with complaints of shoulder, neck, and lbp. Per medical records ¿he does have narrowing of the disc spaces at 4-5, 5-6, and 6-7 on plain films. (B)(6) 2008 patient presents for f/u with complaints of neck and lbp. Per medical records ¿patient has a blood clot in the left leg.¿ (B)(6) 2008 patient presents for f/u with complaints of difficulty with his neck with numbness in the fourth and fifth fingers along with a burning sensation in his right foot. Per medical records ¿this is most probably due to a nerve root irritation in the hand and leg.¿ (B)(6) 2009 patient presents for visit with complaints of foot and lumbar pain along with right knee pain. (B)(6) 2010 patient presented for MRI revealed that the posterior 4-5 disc space is minutely narrowed. (B)(6) 2011 patient presented for MRI which revealed that at l3-4 there ¿is some mild spurring of the endplate to the midline resulting in some minor left l3 foraminal narrowing which is believed to be impinging the nerve going down to his right sacroiliac joint and buttock area.¿ (B)(6) 2011 patient presented for MRI which revealed right lateral disc herniation with significant stenosis of the right l3 nerve root, and mild central canal stenosis. Per m medical record it is believed to be due to impingement of the nerve going down to his right sacroiliac joint and buttock area. (B)(6) 2011 patient presented for MRI which revealed varying degrees of neural foraminal narrowing which is most significant at c4 and c5 neural levels bilaterally and multilevel spondylosis , early facet degenerative changes resulting in mild degree of central canal stenosis at c4-5. (B)(6) 2012 patient presents with complaints of paresthesias in his hands and his legs. Electrodiagnostic studies reveal left carpal tunnel syndrome moderate chronic left s1 and s2 radiculopathy, and sensory motor neuropathy affecting the left sural and tibial nerves. (B)(6) 2012 patient presents for f/u for evaluation of the white matter changes on the MRI with complaints of numerous paresthesias in his hands and feet. (B)(6) 2013 patient presents today for f/u with complaints of difficulty with right side of buttock going down the leg to the knee and is also c/o a lot of neck pain. Per medical record a repeat MRI was done which indicated ¿progression of spondylosis at l4-5 with associated right foraminal disc protrusion and vertebral endplate spurring resulting in moderate-severe right neural foraminal narrowing. Disc material contacts the exiting right l4 nerve root and perhaps slightly compresses it. Correlate with level of symptomatology.¿ (B)(6) 2013 patient presents for MRI which indicates vertebral endplate spurring resulting in moderate-severe right neural foraminal narrowing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1986: the patient presented with wrist issues. On (B)(6) 1996: the patient presented with neck, thoracic, back and low back pain. The patient has x-rays of the thoracic and lumbar spine that are unremarkable. The patient reports trouble sleeping at night. On (B)(6) 1996: the patient underwent a nm whole body bone scan. Normal findings. On (B)(6) 1996: the patient presented with neck and thoracic and low back pain. He also states he has numbness and tingling in his hands and his feet. The patient underwent marcain injections in the left and right trapezius muscles. On (B)(6) 1996: the patient underwent an emg and nerve conduction study of both upper extremities and corresponding paraspinal muscles which revealed no evidence of cervical radiculopathy or mononeuropathy. The patient complains of neck, thoracic and lumbar back pain. On (B)(6) 1996: the patient presented with pain in the neck and thoracic back. The patient underwent injections of marcaine in the c7-t1 area. On (B)(6) 1996: the patient underwent MRI of the cervical spine. Impression: no disc herniation identified; mild compromise of ap measurement of central canal at c4-5 to 10 mm; posterior spur formation, left of midline at c4-5 and involving uncinated process on the right at c3-4/. On (B)(6) 1996: the patient underwent an MRI scan which revealed no evidence of spinal canal stenosis or herniated nucleus pulposus. The patient complains of neck and upper thoracic back area pain. Tenderness was noted in the trapezius muscles bilaterally, the paracervical muscles bilaterally, parascapular muscles and scapular spine bilaterally. On (B)(6) 1996: the patient presented with pain in his neck, thoracic and back area. On (B)(6) 1996: the patient underwent x-ray of the lumbar spine. Impression: normal lumbar spine. On (B)(6) 1996: the patient presented with pain in his neck, thoracic and back area. On (B)(6) 1996: the patient presented with pain in the upper back across the thoracic area. The patient has pain radiating down to both upper extremities and has numbness and tingling. An MRI of the cervical spine showed spur formation to the left of the midline at c4-5 and involving uncinated process on the right at c3-4. Diagnosis: strained soft tissue. On (B)(6) 1996: the patient presented for MRI of the lumbar spinal cord. Impression: moderately severe degenerative disc changes are seen at the t12-l1 level without significant central canal stenosis or disc herniation; otherwise normal study. MRI of the thoracic spine was normal. On (B)(6) 1996: the patient underwent mr of the thoracic spine and thoracolumbar spine. He does have severe degenerative disc disease at t12-l1 but had a normal MRI of the lumbar spine. On (B)(6) 1997: the patient presented with pain in the right sacroiliac joint, lower back, mid thoracic area and cervical spine. On (B)(6) 1997: the patient presented for CT of the pelvis. Impression: negative. On (B)(6) 1997: the doctor states he has a major problem at t11, t12, and l1 level. On (B)(6) 1997: the patient presented with problems in the mid thoracic spine. On (B)(6) 1997: the patient presented with vague pain in the mid thoracic and lower thoracic spine. On (B)(6) 1998: the patient presented with a lot of complaints about his thoracic and lumbar spine. MRI shows severe arthritic changes at t12-l1. On (B)(6) 1998: the patient underwent MRI of the lumbar spine. Impression: stable degenerative disc and end plate changes at t12-l1; unremarkable MRI of the lumbar spine without focal herniation or significant stenosis. MRI of the thoracic spine was normal. On (B)(6) 1998: the patient presented claiming the doctor was hiding something. The doctor stated he thought he might have polymyalgia rheumatica. On (B)(6) 1998: the patient presented with t12-l1 degenerative change. The doctor is worried he may have ms or some neurological problem that the doctor is unable to diagnose. On (B)(6) 1998: the patient presented requesting vicodin. On (B)(6) 1998: the patient presented stating he had neck pain after someone slammed on their brakes while they were riding together in a car. On (B)(6) 1999: the patient presented with all kind of different problems and difficulties. On (B)(6) 2002: the patient was in a motor vehicle accident that produced neck pain radiating into the patient's left arm. On (B)(6) 2002: the patient underwent x-rays of the cervical spine. Impression: negative examination. On (B)(6) 2003: the patient presented with low back pain, urinary incontinence, pain radiating down the left leg with numbness. The patient presented for MRI of the lumbar spine. Impression: multi-level mild disc bulges with no evidence of significant spinal canal or neural foraminal narrowing over any of the levels studied. On (B)(6) 2003: the patient underwent MRI of the cervical spine. Impression: mild to moderate spondylosis at c4-c5 and c5-c6. There is a tiny central disc bulge at c4-c5 and diffuse disc bulge at c5-c6. On (B)(6) 2003: the patient presented with an area involving his anterior left thigh from the hip to the knee which is numb and somewhat painful at times. Impression: emg and nerve conduction velocity study of the bilateral lower extremities was normal. Complaints are somewhat suggestive of meralgia paresthetica. On (B)(6) 2003: the patient presented with major difficulty in his back and neck. The doctor states the patient was disabled because of degenerative disc disease at t12/l1. The patient had recently been in a motor vehicle accident where he sustained injuries to his left hip and his head due to a propane tank hitting him. The patient complains of neck pain, left shoulder pain going down all the way into the left arm. The patient has paraspinal muscle spasms and is tender over the lower part of the cervical spine. X-rays of the cervical spine show degenerative arthritis c4-5, c5-6. The patient has definite bulging disc at c4-5, c5-6. Lumbar spine MRI shows minimal bulging discs but I don't see any major extruded disc, pressure on the spinal cord, nerve root or neural foramina this patient has hypoesthesias over the lateral cutaneous nerve root of the thigh. This could be related directly to the injury. On (B)(6) 2003: the patient presented with neck pain, muscle spasms. Impression: chronic cervicalgia; cervical spondylosis; cervical disk displacement; chronic low back pain of unclear etiology without radiculopathy; psychosocial factors; myofascial pain. On (B)(6) 2003: the patient presented with chronic low back pain and left lateral thigh pain, as well as upper back and neck pain. Impression: chronic low back pain; cervicalgia; history of cervical spondylosis; cervical disc displacement; left lower extremity radicular pain. On (B)(6) 2003: the patient presented with back and left leg pain. Assessment: chronic low back pain; left lower extremity radicular pain; questionable neuralgia paresthetica; cervicalgia; history of cervical spondylosis: cervical displacement. On (B)(6) 2004: the patient presented for MRI of the cervical spine. Impression: degenerative changes as described with spondylosis. There is a small non-extruded midline herniation of the c3-4 disk, which is unchanged from (B)(6) 2003. There is a more broad based, non-extruded herniation of the c4-5 disk which does protrude somewhat more toward the left side. On (B)(6) 2004: the patient presented with lower left extremity pain and swelling. Diagnoses: left lower extremity deep venous thrombosis; hypertension; chronic back pain. On (B)(6) 2005: the patient presented with pain and difficulty swallowing. The patient underwent CT of the neck. Impression: inflammatory process begins at the base of the tongue and involves the epiglottis and parapharyngeal soft tissues in the hypopharynx. Inflammatory in nature. On (B)(6) 2005: the patient underwent CT of lumbar spine. Impression: slight degenerative appearance of l3-4 but otherwise the discs have a normal appearance. On (B)(6) 2005: the patient presented for MRI of the cervical spine. Impression: degenerative changes with mild spondylosis. There is mild spinal canal stenosis at multiple levels. No severe stenosis or disc herniation is evident. On (B)(6) 2005: the patient presented with degenerative arthritis of l3-4 on CT scan with discogram. He also has multiple level degenerative disc disease of the cervical spine. On (B)(6) 2005: the patient presented for MRI of the lumbar spine. Impression: mild degenerative changes. Degenerative disc disease at t12-l1 is not changed appreciably from the previous study of (B)(6) 2003 however the degenerative changes at l3-4 have developed since the previous study. No disc herniation or spinal canal stenosis is present. On (B)(6) 2005: the patient presented with complaints of being miserable. The patient decided to go through with the 3-4 fusion. On (B)(6) 2005: the patient presented with preoperative diagnoses of degenerative disc disease l3-4, and bilateral foraminal narrowing and early spinal canal stenosis. The patient underwent the following procedures: bilateral decompression laminectomy of posterior elements l3; bilateral radical discectomy l3-4; local bone graft harvesting; transforaminal lumbar interbody fusion using crescent cage with rhbmp-2/acs and bone grafting; bilateral pedicle screws using multiaxial legacy and prebent rods; bilateral posterolateral fusion, rhbmp-2/acs and bone graft. Per the op notes, the crescent cage was filled with rhbmp-2/acs and bone graft and placed in the vertebral body of l3 and l4. Rhbmp-2/acs and local bone graft was placed bilaterally following decortication of the posterior elements. No complications were reported. On (B)(6) 2005: the patient underwent x-ray s of the lumbar spine. Postoperative appearance of the lumbar spine. The patient is status post fusion at the l3-l4 vertebral body levels; mild lumbar spondylosis. On (B)(6) 2005: the patient was discharged home. On (B)(6) 2006: the patient presented for post op follow up. On (B)(6) 2006: the patient presented for follow up with no major complaints. On (B)(6) 2006: the patient presented with swelling in the left leg. The patient was admitted to the hospital with the following diagnoses: recurrent deep venous thrombosis on therapeutic doses of coumadin; hypertension; chronic back pain. The patient was put on heparin and discharged home. On (B)(6) 2006: the patient presented with an aggravation of an already existing problem with his neck and back. On (B)(6) 2007: the patient presented with neck pain and low back pain. The patient continues to be disabled from the degenerative disc disease and spondylosis extending from c3-c6. On (B)(6) 2007: the patient presented with difficulty in his right knee. He is having pain over the ilio-tibial band. On (B)(6) 2007: the patient presented with complaints of shoulder, neck and low back pain . The patient does have degenerative disc disease extending from c3-6. He does narrowing of the disc spaces at 4-5, 5-6, and 6-7. On (B)(6) 2007: the patient underwent MRI of the cervical spine. Degenerative changes as described with spondylosis. There is mild spinal canal stenosis at c4-c5, c5-c6 and c6-c7. These findings are not changed appreciably from the study of 2004. There now is a small herniation of the c3-c4 disc protruding posteriorly in the midline, causing some indentation upon the anterior margin of the cord. On (B)(6) 2007: the patient presented for neck pain. The patient has extensive degenerative arthritis extending from c4-7. On (B)(6) 2008: the patient has some neck pain and low back pain. It is reported the patient had a blood clot x 3. On (B)(6) 2008: the patient presented with neck problems and numbness in the fourth and fifth fingers. The patient also reports burning sensation in his right foot. The doctor states it is most likely due to a nerve root irritation in the hand and in the leg. The patient has multiple level degenerative arthritis. On (B)(6) 2009: the patient presented with foot and lumbar pain, right knee pain. The patient does not have effusion or swelling. On (B)(6) 2010: the patient presented with pain and injury and underwent x-rays of the shoulder. Impression: mild osteoarthritis with no acute findings. On (B)(6) 2010: the patient presented with pain and underwent x-rays of the right knee. Impression: degenerative changes and possible small effusion. On (B)(6) 2010: the patient presented with knee pain and underwent an MRI of the right knee. Impression: complex tear of the posterior horn of the medial meniscus, more extensive than last image; small knee joint effusion; small baker cyst. On (B)(6) 2010: the patient presented for x-ray of the tibia/fibula. Impression: swelling, no fracture. The patient also underwent x-ray of the lumbar spine due to low back pain. Impression: minute posterior disc space narrowing at l4-5. On (B)(6) 2011: the patient presented with paresthesias in his hands and feet . Electrodiagnostic studies diagnosed carpel tunnel syndrome, left s1 and s2 radiculopathy, sensorimotor polyneuropathy. Diagnoses: radiculopathy thoracic or lumbar; polyneuropathy, idiopathic progressive; carpal tunnel syndrome; paresthesias. On (B)(6) 2011: the patient presented with low back pain. X-rays show good fusion at l3-4. On (B)(6) 2011: the patient presented for MRI of the lumbar spine. Impression: unremarkable postoperative changes at l3-4 without significant recurrent canal stenosis. Some minor left l3 foraminal narrowing is seen; moderate l4-5 spondylosis and facet degenerative changes are seen with a superimposed broad-based right lateral disc herniation contributing to significant stenosis of the right l4 foramen. Mild central canal stenosis is also evident; there is mild t12-ll spondylosis without significant stenosis. On (B)(6) 2011: the patient presented with MRI that showed right lateral disc herniation with significant stenosis of the right l4 nerve root. The patient also has mild central canal stenosis. The doctor believes the patient's pain is due to impingement of the nerve going down to his right sacroiliac joint and buttock area. On (B)(6) 2011: the patient presented with a preoperative diagnosis of degenerative disc disease status post fusion l4-5 with right l4 and l5 radiculopathy. The patient underwent a selective nerve root injection l4 and l5 on the right under fluoroscopy . On (B)(6) 2011: the patient presented with lumbago, neck pain and numbness . Diagnosis: chronic low back pain; hyperlipidemia; warfarin therapy (B)(6) 2011: the patient's doctor stated he may need a fusion at l4-5. On (B)(6) 2011: the patient presented with low back pain. Diagnosis: chronic low back pain; hyperlipidemia. On (B)(6) 2011: the patient presented with back pain. Diagnosis: chronic low back pain; spinal stenosis; hyperlipidemia. On (B)(6) 2011: the patient presented with shortness of breath, a pronounced vein over left knee, left upper extremity weakness with thinning of muscle in area. Assessment: left upper extremity weakness with muscle atrophy. On (B)(6) 2011: the patient underwent MRI of the cervical spine. Impression: multilevel spondylosis and early facet degenerative changes as noted above resulting in mild degree of central canal stenosis at c4-5; varying degrees of neural foraminal narrowing are seen which are relatively symmetric in nature most significant at the c4 and cs neural levels bilaterally; no definite acute abnormalities are seen. The patient underwent an MRI of the brain. Impression: multiple small areas of abnormal signal in deep cerebral white matter. At least some of these are suggestive of demyelinating plaques. On (B)(6) 2011: the patient presented with multiple level degenerative arthritis involving c3-4, c4-5, c5-6, c6-7. The patient also has varicose veins in the left leg. On (B)(6) 2011: the patient presented with atrophy in the left upper extremity. Assessment: degenerative disc disease, cervical spine; abnormal MRI with dysmyelination. On (B)(6) 2012: the patient presented with low back pain. Diagnosis: left upper extremity weakness and muscle atrophy; degenerative disc disease (B)(6) 2012: the patient underwent a visual evoked response. Impression: normal. On (B)(6) 2012: the patient presented with paresthesias in his upper or lower extremities and some weakness. The patient also had headaches and back pain. On (B)(6) 2012: the patient presented to doctor's office with complaints of paresthesias in his hands and legs. Diagnosis: carpal tunnel syndrome; polyneuropathy, idiopathic progressive; radiculopathy thoracic or lumbar. The patient underwent an electrodiagnostic study. Emg of the left lower extremity revealed chronic denervation potentials in the left solcus muscle. Impression: carpal tunnel syndrome on the left-moderate; sensory motor neuropathy affecting the left sural and tibial nerves; chronic left s1-s2 radiculopathy. On (B)(6) 2012: the patient presented with fatigue and weakness. Diagnosis: degenerative disk disease: hypogonadism. On (B)(6) 2012: the patient presented for follow up after being treated for hypo-gonadism. The patient presented with pain in his right sacroiliac joint extending into the upper gluteal area on the right. The patient is still on coumadin for recent left lower leg deep vein thrombosis. Assessment: resolving deep vein thrombosis; hypogonadism; degenerative disc disease lumbar spine. On (B)(6) 2012: the patient presented for medication refills. On (B)(6) 2012: the patient presented with neck and back pain. On (B)(6) 2012: the patient presented for medical refills. The patient reported weakness and numbness that radiated from the back into the right leg. The patient also had sciatic pain in the back. Diagnosis: chronic back pain, cramps and spasms. On (B)(6) 2012: the patient presented with back, neck and leg pain, leg cramps, right hip increased pain, and muscle spasms . On (B)(6) 2012: the patient presented for medication review. On (B)(6) 2013: the patient presented with neck and back joint stiffness, shortness of breath, fever and chills, and anxiety. Diagnosis: degenerative disc disease, lumbar and cervical spine; dvt. On (B)(6) 2013: the patient presented with major difficulty with the right side of his buttock going down the leg. X-rays show degenerative osteoarthritis of the lumbar spine at l4-5 with retrolisthesis . The patient also complains of a lot of neck pain. On (B)(6) 2013: the patient underwent MRI of the cervical spine. Findings: l4-5 progression of stenosis as well as severe right neural foraminal narrowing. This material exits the right l5 nerve root, compressing the nerve. On (B)(6) 2013: the patient presented for MRI of the lumbar spine. Impression: progression of spondylosis at l4-5 with associated right foraminal disc protrusion and vertebral endplate spurring resulting in moderate-severe right neural foraminal narrowing. Disc material contacts the exiting right l4 nerve root and perhaps slightly compresses it; stable postoperative sequelae related to l3-4 spinal fusion. Progression of l3-4 facet arthropathy; additional levels of mild degenerative spondylosis in the remainder of the lumbar spine. On (B)(6) 2013: the patient presented with an antalgic gait and back pain. Assessment: chronic back pain, degenerative disc disease. On (B)(6) 2013: the patient presented with loss of back range of motion. Assessment: degenerative disc disease and radiculopathy. On (B)(6) 2013: the patient presented or follow up of medical review. The patient had decreased range of motion. Assessment: degenerative disc disease neck and low back. On (B)(6) 2013: the patient presented with difficulty with his neck and pain shooting down the left upper extremity. He has degenerative disc disease and central canal stenosis at c4-5. The patient is having difficulty urinating. The doctor states the patient will need extension of his fusion at l4-5. On (B)(6) 2013: the patient presented for medication refills. Assessment: low testosterone; neuropathy, lumbar stenosis ; coumadin therapy. On (B)(6) 2013: the patient presented for medication refills. Assessment: atrial fibrillation, hypertension, type low back pain, cervical pain. On (B)(6) 2013: the patient presented with back pain. Assessment: neck and low back pain (B)(6) 2013: the patient presented with painful range of motion in the neck. Assessment: atrial fibrillation, hypertension, type low back pain, cervical pain.